Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that loss of connection was reported. Data analysis is not required. Signal loss up to one hour is within specification. Complaint allegation falls within expected performance.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous mdrs, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. Functional testing was performed and there was a failure related to the complaint. A review of the data log confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.